Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A manufacturer representative went to the site to test the equipment. It was reported that the mobile viewing station (mvs) com puter was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mobile viewing station computer was received at the manufacturer and was under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient and acquire scans task of a sacroiliac and thoracolumbar procedure, the mobile viewing station (mvs) monitor was not receiving signal from the computer. The monitor would go into sleep mode/ no video signal after approximately 1 minute after powering the system on. The site confirmed that the cable connections on the back of the monitor were secure. The manufacturer representative present did not feel comfortable opening the panel and checking internal connections. The site also reported that the x-ray button and mvs had a red x on the image acquisition system (ias) pendant. No delay to surgery, as this occurred during surgical set up. Patient information declined due to (B)(6) privacy law. There was no reported impact on patient outcome.

Manufacturer narrative:
The mvs computer was returned to the manufacturer for analysis. Analysis found that the c-mos battery voltage was low causing the component failure. If information is provided in the future, a supplemental report will be issued.